Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing microcatheter from the tube, it split and exposed the braiding. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering eval dated 19 dec 2006 stating device was rec'd with a fracture at the shaft of the catheter. As rec'd, the unit was broken 11 cm from the proximal end of the catheter. A full dimensional check was carried out. All dimensional inspections which were carried out were in spec. A coating confirmation test was carried out and confirmed the presence of coating, however, slight coating damage was evident along the shaft of the catheter. Attempts were made to gather further info relating to the complaint; however, answers have not been rec'd. If answers are rec'd in the future which affect the outcome of the investigation, the complaint will be reopened. Per the directions for use, the dispenser coil should be flushed from the distal port prior to removing the catheter from the dispenser coil. A flash label attached to the dispenser coils indicates that the dispenser coils should be flushed using the distal port. A CAPA was initiated in august 2006 which removed the proximal port from the dispenser coil. It should be noted that this device was manufactured prior to the design change.